Event description:
It was reported to hp that a pt was very restless and kept tearing off the electrodes. While helping a pt in another rooom, the nurse heard an alarm. Because it was a low level alarm, the nurse didn't respond. The pt was found in agonal respiration. The pt expired.